Event description:
It was reported that at the post-procedure check, the right ventricular (rv) lead exhibited over-sensing of atrial and ventricular signals. A chest x-ray showed the rv lead had pulled back and dislodged. The rv lead was repositioned on (B)(6) 2025. There were no adverse health consequences, the patient was stable.